Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 445 mg/dl, which was treated with bolus wizard and manual injection. Customer reported that blood glucose continued to elevate and it was found that cannula was bent, but did not receive a no delivery alarm. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of high blood glucose; customer was sick to the stomach, had difficulty breathing, and heart was racing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Tubing clamp was sent to customer and high pressure test was ran the next day. Insulin pump passed high pressure test.